Event description:
In 2004, the pt underwent a total vaginal hysterectomy and a sling procedure. The pt was in allyne stirrups. The procedure was done under spinal anesthesia. The sling was repositioned once without difficulty after hitting the top of the pubic bone. Immediately after the procedure the pt had complained of left groin pain. The pt had an MRI and CT which showed no hematoma but edema over the adductors. The pt is unable to ambulate properly and cannot internally rotate nor can they adduct. The pt will begin rehab due to their inability to ambulate normally. Pt's condition has slightly improved. The pt has been diagnosed with an obtuator palsy.